Event description:
It was reported that a user of the ilet experienced a rapid glucose rise to 264 mg/dl after drinking sugared coffee without announcing the meal, followed by automated pump corrections and subsequent low glucose with a nadir of 63 mg/dl; the user later treated the low by eating breakfast and drinking juice without announcing, and the device involved was the user interface with no device malfunction reported. Symptoms included hyperglycemia and hypoglycemia with associated polydipsia, nausea, headache, sadness, and irritability. Outcomes included serious injury requiring unexpected medical intervention in the form of oral fast-acting carbohydrates. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device problem pertained to an incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.